Event description:
It has been reported to philips that there was an exposure problem. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device can only exposure for one frame. Review of the system log files showed tube current out of range error. Fse confirmed estop was not connected and tube need adjustment. Fse did tube conditioning and adaptation. After that system was normal. The same issue reoccurred in a week, fse identified that the tube was damaged. Fse replaced the x-ray tube and did adjustments. After that system was returned to good working order. The codes were updated based on the investigation outcome.